Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date (B)(6) 2013, inratio inr 6.3, 1.3, and 1.6; date (B)(6) 2013, laboratory inr 4.x. The patient started testing on the inratio meter on 08/21/2013. The patient only sticks her middle finger, even when retesting as she has difficulty getting samples from other fingers. Time between testing on (B)(6) 2013 was within twenty (20) minutes. The laboratory test was performed the next day and the patient was unable to recall the exact result. Therapeutic range is 2.5 - 3.5 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: customer performed multiple finger sticks on the same finger. This may effect coagulation test and lead to unexpected inr results. Inratio precision data provided by end-user lot: date (B)(6) 2013, inratio 6.3, 1.3, 5.6, mean 4.4, sd 2.71, %cv 61.5. The precision test failed the criteria for precision. Additional investigation is required. Lab results from (B)(6) 2013 was excluded from data analysis because time between tests exceeded three hours. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both (B)(4) and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. In-house therapeutic donor testing has been performed on reported lot 310829 on (B)(4) 2013. Results as follows: (B)(4). Product performed as expected. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. One of the data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4). No further action is required at this time. This issue will be subject to tracking and trending.